Manufacturer narrative:
(B)(6). Section d4: complete device identification information was not provided. Section g4: 950n81 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k220703. Section h4: complete device identification information was not provided. Fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in norway reported via a fisher & paykel (f&p) healthcare field representative, that the dry line tubing and the expiratory tubing of an f&p 950n81 neonatal ventilator dual heated circuit kit were incorrectly connected in reverse to the ventilator (non-f&p healthcare product). The healthcare facility reported that the patient became hypothermic, and therapy was stopped. F&p healthcare are currently in the process of obtaining further information regarding the reported event.